Event description:
It was reported that pump insulin gauge displayed 0 units instead of caller¿s expected 230 units, even though caller had completed loading process and followed instructions for removing air, using room temperature insulin, and not reusing or overfilling cartridge. There was no reported impact to the customer¿s blood glucose level. Technical support guided caller through reloading same cartridge, after which caller experienced minimum fill issue that was to be addressed in another case, and no additional information was received regarding final outcome.